Event description:
It was reported the pt is experiencing stimulation but it is not relieving the pain. The pt is considering having the system explanted. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.